Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from technical services (ts) reviewing the archive and found the exam had the top and back of the head cut off, as well as parts of the ears. There were 2 registrations present. The first one had good trace coverage and 1.7mm registration inaccuracy. The green zone of accuracy only covered a small portion of the maxillary and ethmoid sinuses. The second registration had over 1900 points collected, some under the skin and on soft tissue of the cheeks and temples. There is no green zone of accuracy on this registration. It was unknown which registration was used where the surgeon felt inaccurate.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon believed navigation was over 2 millimeters inaccurate. The surgeon did not specify in which direction. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.